Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The issue has been resolved by replacing the pressure transducer printed circuit board (pcb). The issue was decided to be reported as the defective pressure transducer pcb may lead to high pressure. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).